Event description:
During a cardiac procedure, the instrument scissored and cut the artery. The surgeon applied another device to correct this condition.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.